Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the first device¿s anvil can not be unloaded and the staple did not fire, the surgeon was able to press the green button and squeeze the handle. It was stated that the second device¿s anvil can not be unloaded, the surgeon was able to press the green button and the handle did not squeeze. It was reported that there was no patient involvement.